Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
Material no. 320122 batch no. Unknown. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g nothing comes out of the pen needle during injection. This occurred on 6 separate occasions but the date/time is unknown. It was also reported that patient end of needle was bent. This occurred on 3 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: spouse of a consumer reported nothing comes out of the pen needle during injection. He uses the 4mm nano. She has thrown the boxes away. During probe question, she reported needle bent on patient end side on 4mm nano. Item# 320122; lot#-unknown. Sample-discarded. Box discarded. Incident date-unknown; occurence-3.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 320122. Batch no. Unknown. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g nothing comes out of the pen needle during injection. This occurred on 6 separate occasions but the date/time is unknown. It was also reported that patient end of needle was bent. This occurred on 3 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: spouse of a consumer reported nothing comes out of the pen needle during injection. He uses the 4mm nano. She has thrown the boxes away. During probe question, she reported needle bent on patient end side on 4mm nano. Item#320122; lot#-unknown. Sample-discarded. Box discarded. Incident date-unknown. Occurence-3.